Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. The customer changed supplies and continue using the pump for insulin therapy.